Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 54odx48id, item: us157854, lot: 951860, taperloc por fmrl 11x142, item: 103205, lot: 139730, m2a-magnum 42-50m tpr insrt +6 0/+6mmt1, item: 139260, lot: 810450. G2: foreign ¿ canada. H6: proposed component code: mechanical (g04) - head. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient presented with high metal ion levels. No revision has been reported at this time. It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2013 labs ¿ cobalt 21 (high), chromium 16 (high). (B)(6) 2025 labs. ¿ cobalt 24 (high), chromium 16 (high). A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was confirmed that no further information could be provided.